Manufacturer narrative:
The insulin pump was received with broken battery tube threads. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Analysis was unable to perform the occlusion test due to prime anomaly.

Event description:
The customer reported via phone call that they experienced high blood glucose of 359 mg/dl and 467 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they had a bent cannula. The customer also reported that the insulin pump battery compartment was cracked and chipped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.